Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. Upon interrogation, the right ventricular lead had varying impedance. Threshold was noted to be high. The lead was capped and replaced on (B)(6) 2019. The patient had no complications due to the event.